Event description:
Customer alleged unit bent on the left side right above the wheels. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The consumers wife stated that the rollator has not had any repairs or breaks prior to this incident. The consumers wife stated that the consumer was outdoors on asphalt when he went to sit on the rollator. The left side of the rollator bent causing the consumer to fall. Consumers wife confirmed that the brakes were engaged prior to the consumer sitting. The wife also confirmed that the consumer was not self propelling himself. No medical intervention was sought. RMA (B)(4) has been initiated for this issue. Consumer has been referred to a local dealer in his area. The dealer replaced the rollator and will be returning the damaged device back to invacare for an evaluation.